Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.